Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell on the left shoulder and the right ventricular (rv) lead has increased thresholds and increased impedance. The lead will continue to be monitored and will be replaced in the future when the generator is replaced. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was fractured. The lead remains in use.